Event description:
A report was received that the patient was explanted due to inadequate stimulation and irritation at the pocket site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70 serial # (B)(4), (B)(4) description: linear lead, 70 cm with pre-loaded 0.012 inch stylet visual inspection of the ipg exhibited damages that are consistent with damages during explant procedures and are not considered a failure. The device was unable to run ate testing due to the asic damage likely caused by electrocautery usage during the explant procedure. Visual inspection of the lead (s/n (B)(4)) exhibited typical electrocautery burn marks on the lead body. The damage to the device is consistent with damages during explant procedure and is not considered a failure. Continuity test found that e5 is intermittent near the distal electrode. The patient's latest setting indicates that e5 was utilized as a cathode. The timing of the electrode damage could not be determined. Visual inspection of the lead (s/n (B)(4)) exhibited typical electrocautery burn marks on the lead body. The damage to the device is consistent with damages during explant procedure and is not considered a failure.

Event description:
A report was rec'd that the pt was explanted due to inadequate stimulation and irritation at the pocket site.